Manufacturer narrative:
The system was examined and the reported event was not replicated. The issue was due to a loose bolt between the optical head and the libero. The company representative tightened all bolts and cleaned the optics to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The product was manufactured with no related nonconformities reported to have occurred during the manufacturing of this system. The root cause of the reported event can be attributed to a mechanical interference between the yoke set screw and the libero mounting bolt. An internal investigation was opened to address this issue. (B)(4).

Event description:
A customer reported that the optics felt loose and wobbly before a procedure. There was no patient involvement. Additional information has been requested, but none received to date.